Event description:
It was reported that approximately 34 months after a left total knee replacement procedure, the patient underwent a revision procedure to address loosening, discomfort, and inadequate osseointegration. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
1038671-2022-01349 d10: 02-010-01-0225 - (B)(6) - logic femoral ps cem left sz 2.5 02-012-35-2509 - (B)(6) - logic tibia ps mod insrt sz 2.5 9mm 200-02-32 - (B)(6) - three peg patella 32mm multiple MDR reports were filed for this event, please see associated reports: 1038671-2022-01349. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.